Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that the all the 5 center buttons were unresponsive. Customer stated that the using the up arrow did not allow them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.